Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Reason for surgery: sui. Concurrent procedures: transobturator tape placement. It was reported that following insertion the patient experienced pelvic pain, sharp pulling pain with cramping, lower back pain and an intermittent shooting pain from my groin and down my left leg. Severe bloating in my lower abdomen accompanied by bloody diarrhea and constipation. Severe dyspareunia to the point of apareunia due to pain. Recurrence of stress urinary incontinence with frequency and urgency which requires me to wear panty liners and stay close to a restroom as well as a malodorous vaginal discharge which is humiliating and prevents me from going out publically and depression. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent resected bladder neck sling on (B)(6) 2015 by dr. (B)(6).

Event description:
Details: it was reported that the patient underwent resected bladder neck sling on (B)(6) 2015 by dr. (B)(6) no additional information was provided.